Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: critical error e-193, e-290, (internal battery failure), cracked back bottom of blue case above the filter and plastic missing back left corner and along the bottom. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. The internal battery was replaced to address the issue. It was recommended replacing the rear enclosure due to the cosmetic damage. The customer request that no repairs be made to the device. The inlet air path assembly and removable air path foam were replaced per remediation.   The device passed testing.